Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor had high amps causing the chair to pull to one side, which confirmed the original complaint issue. However, there was no motor fault during the bench test. The wires and brake handle were wiggled with no failure. But, it was unable to be tested under load.

Event description:
The dealer states that the chair is pulling to the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the chair is pulling to the right.